Event description:
A device malfunction was indentified. Under specific conditions software will result in incorrect orientation of acquired patient data in "spect" mode. This occurs when switching from "coincidence" mode to "spect" mode on the ecam via the patient positioning monitor (ppm), while at the same time there is an acquisition workflow running. The incorrect orientation may cause the displayed image to be reversed in either "left to right" or "top to bottom" directions. It may not be immediately clear to the operator that the image has been reversed. A potential for misdiagnosis exists at that point.